Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
It was reported that the whole system was explanted on (B)(6) 2019 due to infection.

Event description:
New information received noted that the patient had an infection from other sources. The patient was stable after the procedure.